Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the ipg was explanted on (B)(6) 2021 for an unknown reason.

Event description:
It was reported that the reason for surgery was ineffective therapy. Programming was attempted without success.